Event description:
Reporter indicated a handheld vns hp jornada computer screen was freezing during interrogation. Reporter reinserted flashcard and performed a soft reset and did not resolve screen freezing. The handheld vns hp jornada and flashcard have been requested for return.